Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery cat heter system (dcs), the valve moved ventricular causing moderate-severe paravalvular leak (pvl) and the diastolic pressure to decrease. Subsequently, a second transcatheter bioprosthetic valve was implanted approximately 10 mm proximal to the first valve and reduced the pvl to mild and the diastolic pressure improved. No adverse patient effects were reported.